Event description:
Boston scientific received information from the patient that their device did not work. The patient reported it had gone off when they were at home and had to have surgery because of that. The patient reported the device was explanted and replaced. The device was not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.